Event description:
Triathlon was implanted on (B)(6) 2023 and the patient fell day one post op. Pt presented with pain (B)(6) 2023, plan to revise.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name#triathlon prim cem fxd bplt #1; cat# 5520b100; lot# rad2b it cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "conclusion/assessment: no clinical history or medical records were provided for review outside of the pi report and a series of x-rays. No operative notes or other x-rays were provided for review. The x-rays provided showed failure of fixation of the primary tibial component. The implant is loose and collapsing into varus. Event confirmation: a loose tibia can be confirmed from the x-rays. A fall cannot be confirmed. A revision surgery cannot be confirmed (but would be expected). Root cause: a root cause of the tibial loosening cannot be confirmed without additional medical records. The reason for revision if confirmed would be tibial loosening and collapse.". Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated "conclusion/assessment: no clinical history or medical records were provided for review outside of the pi report and a series of x-rays. No operative notes or other x-rays were provided for review. The x-rays provided showed failure of fixation of the primary tibial component. The implant is loose and collapsing into varus. Event confirmation: a loose tibia can be confirmed from the x-rays. A fall cannot be confirmed. A revision surgery cannot be confirmed (but would be expected). Root cause: a root cause of the tibial loosening cannot be confirmed without additional medical records. The reason for revision if confirmed would be tibial loosening and collapse." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon was implanted on (B)(6) 2023 and the patient fell day one post op. Pt presented with pain september 24, plan to revise.